Event description:
It was reported that the patient had a loss of therapeutic effect and had a sudden return of symptoms 2 weeks ago. It was noted that the return of symptoms was only for the patient¿s bowels and not their bladder as the patient had the device for both. They checked the patient¿s implant and it was determined that the implant was off even though the patient said they were feeling stimulation. It was reported that the device was off set on program 1 at 3.7v and the device was turned back on at 2.0v and the patient could actually feel it. It was not known if they decided to turn stimulation back up to 3.7v. It was noted that this resolved the issue.

Event description:
Additional information received reported that the health care provider (hcp) did not see the patient on 2014-(B)(6) for trouble with their device. The patient never reported any trouble to them. It was noted that they saw the patient on 2014-(B)(6) and they had no complaints and they were not sure who reported this.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fssx, implanted: (B)(6) 2014, product type: lead. Product ID: neu known prog, serial# unknown, product type: programmer, physician. (B)(4).